Event description:
It was reported to boston scientific that during an esophagogastroduodenoscopy (egd) procedure the gold probe hemostasis catheter would not heat up. During prep the device was operational, but when tried in the procedure the probe did not heat up. The case was completed with another of the same device, with no pt complications.